Event description:
Medtronic received info that the pt with this bioprosthesis aortic valve presented with flaccid pulmonary edema, exhibiting gradients of 50-60mmhg across the valve. The event occurred three months post implant. Studies demonstrated two immobile leaflets on the valve. The valve was subsequently explanted and replaced with no reported adverse pt effects. During the re-operative procedure, the surgeon noted no signs of endocarditis, but indicated that the valve appeared to be calcified.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: received in an explant kit in a clear solution, 0.2% glutaraldehyde. The non-coronary and left cusps are closed, and the right cusp slightly retracted. All leaflets are stiff due to thrombotic appearing host material that fills the outflow. Pannus extends along the inflow margins of attachment into the inferior coaptive area of all cusps. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that the product met mfg specs when released for distribution. Conclusion: the gross analysis shows that the stenosis was due to thrombus. Reduced performance/lack of effectiveness related to host tissue overgrowth. Product explanted and replaced without reported pt complications.